Event description:
A patient reported experiencing inaccurate erratic results with a surestep enhanced meter. The patient's blood glucose results were 35 mg/dl vs. 105 lab. Tests were done within 10 minutes with a difference of 67%. Patient did not expeirence any adverse events. No further information has been reported.